Event description:
It was reported that the patient received hv therapy followed by a vibratory alert. Upon interrogation the device was found to be in backup vvi mode. The patient stated he was crawling out from under his house at the time of the event. The device was explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment, and no anomalies were found. The root cause of the power-on reset could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.